Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that the patient experienced a heart attack. Nevro attempted to obtain additional information regarding the nature of the heart attack but was unsuccessful. The patient was implanted with a defibrillator and may be implanted with a pacemaker for their heart issues.

Event description:
Follow-up indicated that a healthcare professional did not believe the cardiac issues were related to the device. The patient has other health issues that are currently being addressed.